Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Right ventricular capture management weekly trend data shows threshold stable at approximately 1.25 volts through (B)(6) 2015, then gradually increased up to 2.25 volts by (B)(6) 2016. Right ventricular pacing impedance stable at approximately 450 ohms through (B)(6) 2015, then gradually increases up to approximately 1325 ohms by (B)(6) 2016. Lifetime maximum impedance of 1458 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow rise in pacing impedance to a high value and an increase in threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.